Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
During outreach call, customer reports of having excessive no delivery alarms, but able to clear with infusion set and reservoir change. Customer declined troubleshooting. No further information provided.